Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was damaged. Additional information obtained from the field which indicated that the physician accidentally cut the insulation while trying to reposition the ra lead. The lead was explanted. No adverse patient effects reported. This report will be updated should additional information be received.